Event description:
I took a walk with my dog and had my dexcom g7 sensor on and my tandem mobi pump in active mode with the use of control iq. I started to feel the symptoms of a low and my dexcom was reading 96 with an arrow indicating a slow decline. I finished out my walk and arrived home but still felt weird. I tested my blood sugar with my meter and was 50. That is a very big difference and could have resulted in me passing out on my walk. I could have hit my head or had a seizure. This is probably the fourth time this has happened since I was forced to switch from the g6 to the g7 and I've only been using it for about two weeks.